Manufacturer narrative:
Device passed displacement test. Hardware low level failures alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer inquired about the audio issue. The audio issue did not occur on the insulin pump during the call. The customer¿s blood glucose during the incident was 201 mg/dl. The device will be returned for analysis.